Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
Clinical information: crd_1066 - envision ide study, patient site: (B)(6). It was reported that on (B)(6) 2026, a 27mm navitor vision valve was chosen for implant using a large flexnav delivery system. A pre-implant balloon valvuloplasty was done with a 24mm non-abbott balloon. The valve got partially re-sheathed 1 time due to the implant being too low. The final implant depth at non-coronary cusp (ncc) was 4.3mm and left coronary cusp (lcc) was 4.4mm. After the valve was deployed, a left bundle branch block and first-degree atrioventricular block was noted. A temporary pacemaker was implanted. On 21 may 2026, the temporary pacemaker was removed and a permanent pacemaker was implanted. The patient was discharged the following day.